Event description:
The surgeon reported surface opacification of the intraocular lens at approx 15 months post-operative. The pt's visual acuity decreased to 20/60. The surgeon performed a lens replacement procedure.